Manufacturer narrative:
Device is not being returned for evaluation.

Event description:
Upon pulling on the suture to make the initial cinching motion; suture broke pulled out leaving the t's in the knee and behind the capsule. The knots broke the point of the t. The surgeon historically places his t's about 3mm apart.